Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2015 and straps were used. During the procedure, the tip of the device came loose inside the patient. The piece was taken out of the abdomen. The procedure was completed and there were no adverse patient consequences. Additional information has been requested.